Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter thoracic aortic aneurysm approximately 28 months ago. Vessel morphology was reported as the proximal thoracic neck was 27mm in diameter; distal thoracic neck was 34mm in diameter. Vessels were moderately tortuous and non-calcified; there was slight tortuosity at the abdominal artery. It was reported that a talent taa was implanted tightly into the synthetic graft in the proximal side of the anastomotic aneurysm. Another manufacturer's stent graft was implanted in the distal side of aneurysm with its proximal side on the talent taa. Then the angiography revealed a proximal type I endoleak from the seal zone of the talent taa and the native aortic wall. The physician decided to keep monitoring this patient without any additional treatment. The implanting physician stated that the patient expired two months post stent graft implant due to a myocardial infraction and unrelated to the device or procedure. An investigator's assessment changed from unrelated to device, or procedure to unknown relation to device, or procedure.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak, death). Incorrect technique/procedure (implanting device inside of a synthetic graft). Conclusion: operational context contributed to event (implanting device inside of a synthetic graft).